Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: samples were returned and a CAPA (B)(4) was opened on this device. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened.

Event description:
It was reported that there was blood leakage from the 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter. Plastic connection between tubing and vacutainer holder cracked. Blood drained out of collection set on to collector and surrounding area. No mucous membrane exposure. No samples sent for evaluation after 2 attempts.